Manufacturer narrative:
Continuation of d10: product ID: 8785. Lot#: hg5wxwz. Implanted: (B)(6) 2023. Product type: catheter. Product ID: 8784. Serial#: (B)(6). Implanted: (B)(6) 2023. Product type: catheter section d. Information references the main component of the system. Other relevant device(s) are: serial/lot #: (B)(6), ubd: 03-dec-2023, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6). Ubd: 16-feb-2025. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine 10 mg/ml at 2.3 mg/day via an implantable pump for unknown indications for use. It was reported that the patient's pump was replaced on 2023-08-31 for normal eri and at that time a new 8784 pump segment was used. Per the office, the patient came to the office on 2023-10-13 for a wound check and complained of swelling at the pocket site. That same day (2023-10-13), a catheter dye study was completed and they could see the contrast collecting in the pump pocket. The patient was scheduled today (2023-10-25) for a catheter revision, which was successful. It was unknown if any environmental/external/patient factors had led or contributed to the issue and the patient reported no falls or injuries. Diagnostics/troubleshooting included a wound check and a catheter dye study completed by the office on 2023-10-13. Actions/interventions taken included the patient having a successful catheter revision on 2023-10-25. They found that the catheter pump segment had become detached from the spine segment at the collet. The collet was still attached to the pump segment and was sent back to mdt. The hcp trimmed the existing pump segment 8784 and connected the pump and spine segment with a new collet. The connections were secure and the catheter was aspirated with good flow. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight was asked but unknown and medical history included myochondrial defect and chronic pain syndrome.

Manufacturer narrative:
H3: 8784 catheter: analysis identified that the catheter was not fully seated onto the connector and the collet was locked in place. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.